Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd 18ga (pink) hypodermic needle had excessive epoxy on needle hub. The following information was provided by the initial reporter: we have a customer concern regarding needle hub epoxy being improperly affixed to the hypodermic 18gauge 1 ½ inch (pink) needle shaft.

Event description:
It was reported that an unspecified bd 18ga (pink) hypodermic needle had excessive epoxy on needle hub. The following information was provided by the initial reporter: we have a customer concern regarding needle hub epoxy being improperly affixed to the hypodermic 18gauge 1 ½ inch (pink) needle shaft.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.